Event description:
It was reported that, during set-up/inspection of wound therapy, when a pico 7 15cm x 15cm dressing was detached from the backing film, the silicone adhesive layer detached from the dressing and remained attached to the backing film. Therapy was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Reassessment of this incident found it not to fulfill reporting criteria. A device that is difficult to setup or prepare would not directly or indirectly lead to a death or serious deterioration in health. Event may result in minor or temporary injury (e.g., pain) requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This incident did not directly or indirectly lead to a death or serious deterioration in health, nor might the incident lead to death or serious deterioration in health if it occurred again. This event is considered not reportable pursuant to 21 c.f.r. 803.